Event description:
It was reported that non-capture, unipolar impedance is 292 ohms occurred. The lead has been capped and removed from service. No patient complications have been reported as a result of this event.